Event description:
During this pt's cochlear implant surgery, the stylet could not be removed from the device and broke off. The device was left inside the pt until the explantation surgery. Explantation/reimplantation surgery was successfully completed in 2003.